Event description:
It was reported the device was locked and then the emergency button was pressed. All outputs then went to zero and device was locked up. This occured when doing in-service training. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.